Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. No confirmed trends were identified. A return sample evaluation was not performed because tubing was not available. Stomatitis is a known complication of a peg tube placement if any further relevant information is obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient's husband reported that patient was having pain with her percutaneous endoscopic gastrostomy (peg) tube and infection at the stoma site about 2 weeks ago. The patient was treated with antibiotic cephalexin 500 mg twice daily for 10 days by physician and the infection was cleared.